Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The patient's mother reported that the battery cap could not be properly secured to the pump and was being held in place with tape.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's mother reported that the battery cap could not be properly secured to the pump and was being held in place with tape. The patient's mother also stated that the patient was without insulin when the taped cap became loose and the pump lost power.